Manufacturer narrative:
Unit received with no vibrator alert due to vibrator motor connector not properly plugged in to interface board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump vibrated randomly and then stopped vibrating. Customer's blood glucose was 150 mg/dl. During troubleshooting, customer reported that vibrate mode on and battery was not low. Customer installed new battery and performed self-test. Insulin pump did not vibrate during self-test. Customer was advised that insulin pump would need to be replaced.